Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted one guidewire, that was visibly kinked near its j-hook. It was reported that the guidewire was frayed. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the insertion of the device's guidewire, fraying occurred at the tip of the wire just after passing through the needle, making it impossible to advance or retract the wire. After several attempts, it was possible to thread or successfully remove the guide wire. The frayed guidewire did not break into pieces. There was no leak. There was no luer adapter issue. Nothing unusual was observed on the device prior to use. No other defects/damages were found on the product. No other products are being utilized with the device. No excessive force is used on the device. As a remedial action and intervention, a new replacement guidewire was used without the need for another kit (by selling the guidewire alone), and this extended the procedure time. The procedure was continued and completed after the remedial action was performed. There was no blood loss, and blood transfusion was not required. There was no reported patient injury.

Manufacturer narrative:
Additional information: b5, g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the insertion of the device's guidewire, fraying occurred at the tip of the wire just after passing through the needle, making it impossible to advance or retract the wire. After several attempts, it was possible to thread or successfully remove the guide wire. The frayed guidewire did not break into pieces. There was no leak. There was no luer adapter issue. Nothing unusual was observed on the device prior to use. No other defects/damages were found on the product. No other products are being utilized with the device. No excessive force is used on the device. As a remedial action and intervention, a new replacement guidewire was used without the need for another kit, as the guidewire was sold alone, and this extended the procedure time. The procedure was continued and completed after the remedial action was performed. There was no blood loss, and blood transfusion was not required. There was no reported patient injury.

Manufacturer narrative:
Additional information: g3 correction: a3a, b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the insertion of the device's guidewire, fraying occurred at the tip of the wire just after passing through the needle, making it impossible to advance or retract the wire. After several attempts, it was possible to thread or successfully remove the guide wire. A new replacement guidewire was used without the need for another kit, and this extended the procedure time. There was no reported patient outcome.